Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at .5 mg per day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient told the physician that he had not been getting good therapy relief for some time. No date was provided. The physician decided to do a catheter access port procedure and he was unable to pull back any fluid. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, the patient stated that there were no known causes or falls. The physician decided to take the patient to surgery to check the catheter. The catheter was found to be kinked close to the anchor. The physician then decided to tie off the intrathecal portion of the existing catheter leaving the intrathecal portion in the patient¿s body, and then he implanted a brand new catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 01-nov-2018, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.